Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient experienced pain at the ipg site after losing a significant amount of weight. The patient underwent a pocket revision procedure on (B)(6) 2022 during which the ipg was repositioned to address the issue. Effective therapy was reportedly restored post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.